Event description:
Pt reported that she has experienced hypoglycemia as low as 29 mg/dl since (B)(6) 2011. On (B)(6) 2011, blood glucose was 48 mg/dl and she ate a piece of sugar. Pt has noticed on occasion that all of the buttons on the infusion device do not work correctly. When she presses the button, the bolus increment is either too high or the button does not react. If the button does not react, pt will experience elevated blood glucose. Infusion device was not exposed to water or electromagnetic fields. Normal blood glucose is 120 - 150 mg/dl. Infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.